Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer will continue to use current pump and has manual dose injection if necessary for insulin therapy. Customer¿s blood glucose level was 200 mg/dl. A replacement pump was sent to resolve the issue.